Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was reported by a consumer via a company representative regarding their pump which was used to deliver morphine. The indication for use was chronic pain syndrome. On (B)(6) 2016 it was reported that the pump and catheter had been removed due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.